Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the jaws of the device eventually open? No they did not . Is the current patient status known? Went home and was doing well . Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No there was not.

Event description:
It was reported that the surgeon fired 2 bronchial loads no issues. On the 1st firing in a thinned out fissure he fired one activation and didn¿t feel right, he reversed the device no issues. Stapler had fired and formed b staples however didn¿t get to cut. He debated changing all the device but instead changed reload only. He fired the next reload and said it fired as intended and felt completely normal firing sequence. When he went to open device it was jammed. He hit the manual reverse button and activated firing handle fully plastic to plastic and it then used release button on back. Device didn¿t open, he had even heard the click that is supposed to be heard in the sequence of using manual release and opening. He tried multiple times and had his fellow also try it. He called his chief, and me the rep and we instructed him via the phone on the steps he was doing were correct (they were). Finally he had to put another device alongside it, and fire no issues with that firing of stapler. He then hand sewed a small area to the side where he had to cut to get the stapler in. He said by the time he had fired another device and completed the fissure the device that was stuck the distal end had some tissue slipping out of the jaws...and he could see good b staple formation. I met the surgeon this morning, and the patient is doing well and there were no air leaks, and surgeon is happy he was able to stay calm and w the delay he was able to complete the rest of the surgery as intended. He also said he did not have to convert to open procedure and was able to adapt and troubleshoot while still in vats set up.

Manufacturer narrative:
(B)(4). Batch # r58k9e. The analysis found that one ec60a device was returned with the knife jammed, and an ecr60b cartridge reload present. The cartridge was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and b-formed staples were found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.